Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported an incorrect test interpretation of his ih-1000 instrument. Sample (B)(6) was run on the ih-1000 instrument. It appears that anti-a failed to pipette properly, but the interpretation was 4+ for an overall incorrect forward interpretation.it does appear that there was a dilution/pipetting issue for the subsequent anti-b and anti-d wells as well, as these are abnormal looking. Upon repeating the sample on a different analyzer, the result was correctly read and interpreted. The investigation of the instrument's trace files showed that the ih-1000 algorithm was not able to detect the upper part of the gel and consider the supernatant as the upper part of the gel. Considering this, the algorithm considers the meniscus as red blood cells and so interprets this as a 4+ result. The reason the well was empty could be due to possible dispence issue due to missed clot by the ih-1000. As this complaint concerns a false positive result, we consider this a non-conformity even though it is a known system limitation. We advised the customer to check for any dispense issues. Internal nonconformity nc-000891 was opened for this issue.

Event description:
The customer reported an incorrect test interpretation of his ih-1000 instrument. Sample (B)(6) was run on the ih-1000 instrument. It appears that anti-a failed to pipette properly, but the interpretation was 4+ for an overall incorrect forward interpretation. It does appear that there was a dilution/pipetting issue for the subsequent anti-b and anti-d wells as well, as these are abnormal looking. Upon repeating the sample on a different analyzer, the result was correctly read and interpreted. The investigation of the instrument's trace files is still ongoing.

Manufacturer narrative:
This is our initial report on this incident.